Manufacturer narrative:
The subject device is not available.

Event description:
During the procedure, it was reported that the guidewire broke into two pieces when introducing into the catheter. The procedure was completed successfully after changing to new device. No clinical consequences reported to the patient.

Manufacturer narrative:
The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. The subject device was not returned; therefore, physical as well as a functional evaluation could not be performed. Information available indicated that the device was confirmed to be in good condition after unpacking and during preparation. In addition, it was reported that the device was prepared as per the dfu. Based on the information currently available the exact cause for the reported guidewire broken cannot be determined.

Event description:
During the procedure, it was reported that the guidewire broke into two pieces when introducing into the catheter. The procedure was completed successfully after changing to new device. No clinical consequences reported to the patient.